Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text: see h.10.

Event description:
It was reported that pen ii mylan 3.0ml was not working. This was discovered during use. The following information was provided by the initial reporter: the consumer and their caregiver were both on the phone and they reported a defective pen and wanted to get a new pen. The consumer stated that she used the pen for several days and then it suddenly got jammed and the plunger won't go down. She stated that she can send the pen back for investigation after she received a replacement pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii mylan 3.0ml was not working. This was discovered during use. The following information was provided by the initial reporter: the consumer and their caregiver were both on the phone and they reported a defective pen and wanted to get a new pen. The consumer stated that she used the pen for several days and then it suddenly got jammed and the plunger won't go down. She stated that she can send the pen back for investigation after she received a replacement pen.